Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that both the atrial and ventricular leads were no longer working at the level needed to use them with the new device. Non-capture and not good sensing were also reported. The atrial and ventricular leads were capped and replaced. No patient complications have been reported as a result of this event.